Event description:
It was reported that this pacemaker system exhibited low amplitudes, low evoked response, and loss of capture (loc). Additionally, there were concerns with sensing on the right atrial (ra) channel. It was noted that the patient was feeling dizzy. Reprogramming was performed and the patient's symptoms improved. This pacemaker system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.